Manufacturer narrative:
(B)(4). Method: the returned evaqua infant breathing circuit was visually inspected for holes in the tubing. Results: the evaqua expiratory tube had a hole in it in the part of the breathing circuit where the breathing circuit hanger usually resides. Stretch marks were observed near the edges of the hole. A lot check revealed no other similar complaints for this lot number. Conclusion: the shape of the hole with stretch marks at its edge is consistent with the expiratory tube being punctured with a blunt object, such as a breathing circuit hanger. The location of the hole is also consistent with a puncture from a breathing circuit hanger. The rt235 evaqua infant breathing circuit instructions for use states: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." All breathing circuits are pressure tested during production and those that fail are rejected.

Event description:
A healthcare facility in (B)(6) reported that the expiratory tube of an rt235 infant breathing circuit was leaking. No patient consequence was reported.